Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. No further information was provided.